Event description:
It was reported by the customer that she had been having issues with her infusion set and upon inquiring further, it was discovered that the customer had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer stated she suffered from diabetic ketoacidosis and issues with infusion set insertion led to hospitalization. Blood glucose level was over 400 mg/dl at time of hospitalization. Attempted to troubleshoot device, but customer declined stating she didn't see how providing information about the event is relevant. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.